Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an operation on (B)(6) 2013, two different traumacem v+ kits would not work. The or nurse had the impression that something within the cartridge broke. A strange noise was heard during the mixing procedure. Afterwards the cement could not be injected in the syringe with the rotation of the handle. Reportedly the handle was blocked. This happened again with a second traumacem kit. A third kit was used and worked well. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation has shown that some of the hooks at the blue cartridge-holder are broken off. The review of the manufacturing documents revealed that the article was manufactured according to the specifications and no abnormal findings were identified. The exact cause of failure could not be determined. High forces during the transfer of the cement into the syringe system can occur if the polymerization of the cement is already advanced and the viscosity increased significantly of if the transfer into the syringe is blocked.